Manufacturer narrative:
Because neither article nor serial number were available no records could be reviewed. No further information and no complaint sample were available. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: implant failure, taper connection loosened and locking screw broke.